Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer stated that the blank screen even after putting a battery. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 12/11/2024 04:36:00.000 insert battery alarm was found on: 12/11/2024 04:36:00.000 replace battery now alarm was found on: 12/11/2024 14:38:00.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 12-dec-2024 at 8:32:58 am. There was no power data available for the date of 11-dec-2024. Unable to check power data for low battery alert and replace battery now alarm. No unexpected low battery alert and replace battery now alarm noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 13-dec-2024 in the formatted history file. No delivery alarm/insulin flow blocked alarm was found on: 12/12/2024 02:55:33.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/12/2024 03:05:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 12/12/2024 05:00:33.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/12/2024 21:20:43.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/12/2024 23:05:35.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/13/2024 01:25:31.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/13/2024 04:30:39.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Lostsensor1alert (780) was found on: 12/08/2024 00:52:00.000 sensorexpiredalert (794) was found on: 12/08/2024 00:21:13.000 12/08/2024 00:31:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the battery case of the pump during analysis. The pump passed all the required testing. Customer alleged for blank display was not confirmed. However, during visual inspection corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.